Manufacturer narrative:
Other applicable components are: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 3389-28, lot#: unknown, product type: lead. Product ID: 37086, serial#: unknown, product type: extension. Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown. Product ID: 37086, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were low impedances on contacts two to three: stn left 1 / 2 / 3. The low impedances were evident before the stimulator was changed out in (B)(6) 2019, and afterwards. There was no troubleshooting done, no interventions, and the issue wasn't resolved. Additional information was received: it was reported that the there were no known causes for the low impedances, and the ins was changed out due to normal battery depletion. Any further actions to resolve the issue was unknown.